Event description:
Customer reported poor image quality, dark images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed camera alignment. System is still not displaying good quality images. Parts are unavailable through ge, customer will contract repair through a 3rd party.